Manufacturer narrative:
Additional devices implanted and/or related to this event: tgt4020/10657151 lot 11495950: (B)(4). Lot 10657151: (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses (tgt4020/11495950, tgt4020/10657151) to treat a ruptured thoracic aortic aneurysm. During the procedure, a left common carotid to left subclavian bypass was performed. The final angiography showed a minor endoleak from an unknown origin. The physician decided to monitor the patient and concluded the procedure. Follow-up computed tomography (CT) scans on unknown dates showed the persistent endoleak. But no growth in the aneurysm size was observed. Therefore, no reintervention was performed and the patient was continuously monitored. On (B)(6) 2016, the patient was admitted to the hospital with the aneurysm growth (amount unknown) and a ruptured aneurysm. The physician suspected the cause of the aneurysm growth and the rupture to be a proximal type I endoleak. The diameter of the proximal neck measured 30.9-32.6mm. The length of the proximal neck measured 22mm. On (B)(6) 2016, a total ascending and transverse aorta replacement was performed and the tgt4020 was anastomosed with the vascular graft. The physician reportedly performed the vascular graft replacement because the patient's ascending aorta was aneurysmal. On (B)(6) 2016, follow-up CT scan showed the persistent endoleak of an unknown origin. The physician suspected either a type iii endoleak or a distal type I endoleak. On (B)(6) 2016, two conformable gore tag thoracic endoprosthesis were implanted to reline the existing devices and to extend the distal neck. It is unknown if the endoleak was resolved.

Manufacturer narrative:
The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.